Event description:
The reporter stated that the surgeon was advancing a 22.0 diopter silicone lens in the injector and the lens became stuck, there was pt contact with the injector but not the lens. The surgeon ejected the lens onto the sterile field and stated they thought it was damaged, so surgeon didn't want to use it. They reported that the injector was damaged. No pt injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). The product pertaining to this claim was not returned for evaluation, however, the lens was received and the evaluation shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned. Evaluation codes: conclusions- an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.